Manufacturer narrative:
The software investigation of the software logs found camera cycling connection and disconnection to the s7 three times. The reason for connection and disconnection was unable to be determined by the logs. A probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ext scu to r/a psu cable shipped to site (B)(4) 2015. Medtronic investigation of returned suspect ext scu to r/a psu cable finds it to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial software upgraded. (B)(4) 2015 a medtronic representative, following-up at the site, replaced the camera cable. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that during an inservice, the navigation system camera was cycling. It would switch to localizer disconnected for 15 seconds, then return to green status. The medtronic representative was using spine software and the issue occurred around the verification step. This was reported outside of a case. There was no patient present when this issue was identified.